Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement an adc device. The customer had initially reported receiving a ¿replace sensor¿ error message on the 6th day of wearing the sensor. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor their blood glucose. Consequently, the customer became ill and experienced symptoms of excessive sweating and headache. The customer had contact with a healthcare professional and received unspecified injection and IV serum as a treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.